Event description:
It was reported by service report that the removable left foot section was not latching properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - removable left foot section latching pin.